Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the alarm went off and the front panel turned off due to a printed circuit board failure. Additionally, the power may not be turned on or off intraoperatively. However, the definitive root cause of the printed circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The failure occurred during a therapeutic procedure. It is unknown if there were any other devices involved in the event. The intended procedure was completed with the same device with no delay.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. It was found, power does not turn on due to the failure of pressure sensor/ pressure sensor circuit. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of the customer, the high flow insufflation unit power does not turn on; fall during surgery. There were no reports of user or patient harm associated with this event.